Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was stated that for about the past 2 weeks patient had an intermittent fluid collection equivalent to a golf ball size lump over the area of her catheter in her back. The lump was very painful and swelled up for an hour or two which later diminishes. Patient's family doctor had advised her to take a picture of it when it came back. On the day of this reported that a day and a half ago, the lump came back and had not diminished. Patient "didn't think she is in withdrawal but her pain was 100% worse in her legs back and hips". Patient was unable to walk. Patient had also went to the ER (emergency room) where they did a cat scan and gave her oral percoset. Patient was advised to be seen by her pain therapy doctor; however it was stated that the pain therapy doc will not see her due to copay money issues; patient was dissatisfied with their hcp service.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that, three weeks after implant, the patient developed a lump in her back "right where the leads and stuff were put in". The lump would come and go; however, a couple of weeks prior to report, the lump came and stayed. It was indicated that the patient experienced acute pain and it became extremely painful because it lay on all of her nerves. The patient's symptoms occurred near the catheter pathway. When the patient went to the hospital, a CT scan showed that there was a big pocket of fluid. It was stated that they didn't want to get too involved and the patient went home immediately. On the tuesday prior to report, a CT scan was performed and it was determined that there was a "leak in the lead". The morphine was not going where it was supposed to be and the pocket was filled with morphine. They opened the patient up where the lump was and the physician pulled the fluid out. When she woke up on the following day, she saw that the lump was huge, the size of the patient's hand, and hard. In addition, pain was travelling up and down, back to her legs. The physician gave the patient oral medication and she was supposed to get a hold of the surgeon's office immediately, though the office was not aware of any of this when the patient called. It was indicated that the physician had increased the original concentration of 120cc by three times. One physician told the patient that she could overdose if it burst; however, another physician said she could not overdose. The device system contained both morphine and an unknown numbing drug.

Event description:
Additional information received reported that the patient had pain in lumbar area with "hard knot." It was noted that the catheter issue was that it was leaking medication. It was noted that the location of the issue was "fluctuant area underneath incision lumbar area." It was noted that there was a spinal tear above the anchor." It was noted that there was a revision/replacement on (B)(6) 2014. It was unknown how the patient was doing and if they were receiving effective therapy because patient did not return for post-op appointment after the revision. It was reported that another physician filled the pump, so the medication and dosage was unknown to provider. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that there was a hole in the catheter and ¿they had to go in and re-do it again¿. The surgery took place approximately 1.5 months following implant. The patient stated that everybody was ignoring the lump that kept coming out of her back. The patient stated ¿what was happening was the medicine was going into the tissue, not me¿. It was indicated that the physician continued to increase the patient¿s dose. The patient stated that when she rubbed her back she felt the lump again as she did before; however, the patient stated it could have been the catheter that she felt. The patient had been feeling the lump for a few weeks. The patient had a refill appointment on 2014-(B)(6) and was to have the hcp check the lump then.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient had really bad flu symptoms for the past month. It was reported that the patient felt like they were not receiving any medicine and was in a lot of pain. It was reported that the patient last say their pain physician on (B)(6) 2014 and ¿he upped the patients pump dosage and also her oral pain medication: dilaudid.¿ it was reported that late friday night/early saturday morning ((B)(6) 2014) patient noticed that ¿it really hurt from the pump all the way down her back and she can¿t touch it.¿ patient¿s neighbor took a look at the site and said it looked swollen. It was reported that there were no falls or trauma. It was further stated that about 2 weeks prior to the day of report, patient had ¿massive spasms on the left side of her body, her left leg was turned to side and she couldn¿t move.¿ patient was admitted to the hospital for two days, had an MRI and the pain physician told the patient everything looked fine with the pump. It was reported that the patient received more morphine and muscle relaxants. The pump system was delivering morphine.